Manufacturer narrative:
One photo was received by our quality team for evaluation. Upon visual inspection it was observed that there was a substance on the fingers which could have happened because the gloves had holes in them; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the root cause could be the material of the gloves. The supplier of the gloves was made aware of the issue. H3 other text : no device returned. Please see narrative below.

Event description:
It was reported that the glove has holes in a finger and thumb.

Manufacturer narrative:
Pr (B)(4) initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the glove has holes in a finger and thumb.